Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
Problem description: (B)(4). The file number for this l2 escalation is 2018-031910-262723. (B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is showing an error code 13-1033-149 from the error logs. (B)(6) would like to know what this error code mean. I told (B)(6) that the error required calibration. I recommend to run a full pm, if fails and need calibration then run a calibration test if required on rate accuracy or patient side occlusion.